Event description:
It was reported that the device was in back-up mode. The measured battery voltage from august 2006 was 2.67 v. The magnet rate in december 2006 was 98.5 ppm. The ID bit indicated that the device was not at eri. Attempts to perform a software download were unsuccessful.